Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The pump was found to have a buckling upstream occlusion (uso) seal. The cause of the customer reported problem was a software issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the uso seal and updated the software to the latest version to correct the issues. The manufacturer representative reset the unit to standard configuration, performed downstream occlusion (dso)/uso sensor calibration, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the pump exhibited red screen and failed software upgrade. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.